Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation found the device failed to cool down due to excessive dust. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: avoid using the light source in a dusty environment. This may damage the light source.

Event description:
It was reported to olympus that, the evis exera iii xenon light source produced a temperature error code e101. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus spain for evaluation.. The evaluation confirmed the reported temperature error due to excessive dust. The device cooling system was cleaned and tested to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.